Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported disengagement failure of a perforator (ID 261221). No additional information was provided.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - the returned unit was soiled and fully assembled. Spring and drill testing were completed successfully. A proud weld was identified on the sleeve and the sleeve was replaced prior to functional testing. The complaint report could not be confirmed. Root cause - spring and drill testing were completed successfully. A proud weld was identified on the sleeve and the sleeve was replaced prior to functional testing. This was not identified as a potential cause of disengagement failure.

Event description:
N/a.